Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the reported issue. A philips service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor started to display a gray and black area on the monitor screen. The fse replaced the flexvision monitor and returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The layout of the flexvision screen can be modified. If the live image was on the part of the screen that was failing, the image could be moved to another section on the screen. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with the display image on the allura xper fd20 system. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the lcd monitor dl mkii component. The device was returned to expected functionality.